Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pain and numbness down their left arm since their implant. Patient decided they wanted to have the implantable cardioverter defibrillator (ICD) system extracted. Follow-up was conducted with the patients clinic. The allied health professional (ahp) at the clinic was able to verify that the patients ICD system was extracted due to their symptoms of pain and numbness. Ahp stated is could have been related to the location/placement on/near a nerve that was causing the patient symptoms. Ahp also did state that the patient did receive a subq ICD system and the patient is still experiencing similar issues. No further patient complications have been reported as a result of this event.